Manufacturer narrative:
Continuation of d10: product ID m995402a001, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported the controller battery has died. Caller stated they plugged the controller into the ac power supply and did not pay attention to see if the controller was charging or not. Patient stated they pulled the controller off to charge the implanted neurostimulator and the controller would not turn on and was completely blank and unresponsive. Patient service specialist walked caller through removing the battery pack and plugging controller into ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed green light was not blinking or solid on the top of the controller. Caller then unlocked controller and saw battery low, recharger implanted device. Controller battery screen just showed the plug and did not say the word recharging. Caller confirmed the controller had not been dropped or wet. The issue was not resolved. An email was sent to the repair department to replace the battery pack. No symptoms were reported.